Event description:
It was reported that a cover on the foot end of the bed is catching on cables and allegedly tearing them. No adverse consequences alleged.

Manufacturer narrative:
Footend cover of bed is damaged.